Event description:
It was reported that the patient presented with methicillin-resistant staphylococcus aureus (mrsa) device infection, and was found to have evidence of bacterial vegetations on the right atrial (ra) and right ventricular (rv) lead on transesophageal echocardiography (tee). The implantable cardioverter defibrillator (ICD) and leads were extracted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the medial portion of the lead was returned, analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.